Event description:
Paramedics were called to assist the customer due to an insulin reaction. The customer stated that immediately after delivering a bolus, she began to experience chest pains. The customer was not sure if the pains were due to insulin or gas. The customer was not treated by the paramedics, but the paramedics asked her questions to ascertain the cause of the chest pains. The customer declined to be taken to the hosp. Troubleshooting was performed. There were no boluses recorded in the history files. However, the customer stated that she did bolus using the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.